Event description:
It was reported through the indian pacing and electrophysiology journal identifying a right ventricular lead that may be related to noise, pacing inhibition, far-field p-wave oversensing, low impedance, and insulation damage. The patient presented with recurrent episodes of dizziness and presyncope. Magnet application rectified the problem confirming the diagnosis of oversensing. Fluoroscopy revealed no abnormality. The device interrogation revealed that there was intermittent but frequent oversensing of noise exclusively after properly sensed p waves. Arm movement or posture change didn¿t have any effect on the frequency of oversensing which kept on coming at random intervals but in quick succession. During the revision procedure, a new rv lead was implanted and connected to the old pacemaker revealing normal pacing and ruling out potential device circuit failure. The patient was in stable condition.